Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) limited documentation as the patient refused to answer questions. The patient was unwilling to answer any questions, only to state that the meter displayed an error 4 and he wanted replacement test strips. At the time of trouble shooting, the cca confirmed that the patient had the same error 4 issue multiple times and refused to trouble shoot the issue. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.